Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and/or corrected information. No product was returned for evaluation. The attached pictures in the complaint refer to the liner and not to the ceramic head. A review of the device manufacturing records confirmed no abnormalities or deviations. Device used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the patient underwent an initial hip surgery. Approximately four months later, the patient underwent a revision due to dissociation of the liner. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). D10: mod ml taper fem st 7.5; ref#00-7713-007-00; lot#65672923; g7 osseoti 3 hole shell 50mm d; ref#110010243; lot#65513123; g7 vit e high wall lnr 36mm d; ref#30123604; lot#65844423; kinectiv modular neck b; ref#00-7848-022-00; lot#65540174; trilogy bone scr 6.5x15; ref#00-6250-065-15; lot#j7356065; trilogy bone scr 6.5x20; ref#00-6250-065-20; lot#j7448932; trilogy bone scr 6.5x40; ref#00-6250-065-40; lot#63684496. G2- japan; the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.